Manufacturer narrative:
(B) (4): physio-control evaluated the device; however, the reported failure was not duplicated nor verified. A performance inspection procedure (pip) was performed on the device, as outlined in product literature. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure was not determined.

Event description:
It was reported that an advanced life support (als) crew was dispatched to the scene of a pt complaining of a raising heart at 14:23 on (B) (6) 2010. The als crew arrived on the scene at 14:30 and began their pt assessment. The pt was connected to the als crew's device and upon pressing the 12-lead button, the device reportedly powered off. The als crew powered the device back on and again attempted to acquire the pt's 12-lead ECG; however, the same failure was observed. The als crew again powered the device on and was then successfully able to obtain the pt's 12-lead ECG. The pt was stable and was transported to a hospital, arriving at 14:56. There was no compromise to pt care or an adverse event as a result of the reported failure.